Manufacturer narrative:
Outcomes attributed to adverse event: other: pain. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: gender- male, age (at the time of event)- (B)(6) years. Procedure: implant date: (B)(6) 2019, explant date: (B)(6) 2019 it was reported that the patient underwent posterior lumbar interbody fusion at l3-s1 due to unknown reasons. Post-operatively, the cage implanted at l5-s1 backed out. The patient experienced pain lower extremity pain at l5-s1. Hence, a revision surgery was performed in which the cage was explanted and fusion for extending was performed to the screw on the right side of s2. Re-fixation of l3-4-5-s1-s2 was performed only on the right side.